Event description:
According to the reporter: occurred during a laparoscopic procedure. The thread of the device broke because the suture came off the needle. It was found after 30 minutes in the rim of the trocar. No known impact or consequence to patient.